Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed the reported alarms and pump stop events. The patient had a known short-to-shield issue and was using an ungrounded cable at home. It was reported that the events occurred when the patient was connected to a grounded cable at the hospital. The submitted log file contained relevant events and data from 06jan2023 through 12jan2023. Low speed and pump stop events were captured on 12jan2023 at while the patient was connected to the power module. Multiple attempts were made to obtain additional information regarding the events; however, no additional information was provided by the account. The patient remains ongoing on heartmate (hm) ii lvas and no further related events have been reported at this time. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Additionally, the heartmate ii unshielded power module patient cable IFU is currently available. This document, under ¿cautions¿, states that ¿patients who are experiencing a short circuit in the percutaneous lead (driveline) should always use the unshielded power modular patient cable to connect to the power module.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms, speed drops, and pump off alarms intermittently. Mean arterial pressure (map), mental status, and pump parameters were all stable / baseline. The patient was put on an ungrounded cable and an abdominal x-ray was performed. The patient had a known short to shield issue and was on an ungrounded cable due to this. The log file review noted pump stops and low speed operations occurring while attached to the power module. It was later communicated that the alarms stopped since the patient was placed back on an ungrounded cable.

Manufacturer narrative:
Initial short to shield manufacturer report number: 2916596-2022-01382 patient weight requested; information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.